Event description:
It was reported that during a device upgrade when attempting to remove the chronic lead from the device the hex wrench would not engage with the set screw. The pin was eventually released once a second physician intervened. There were no adverse health consequences; the patient was in stable condition.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) when received. Microscope inspection found the ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.